Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege suffered severe pain, stiffness, weakness in his hip, as well as further hip, muscular and neuro logical damage.